Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the distal end chipped off the sheath. There were no reports of patient information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d2a. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.